Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ - 3-piece syringe leaked. The following information was provided by the initial reporter: "it appears that there is a leak while filling the syringe, reported by staff members, the prescription medication given via the syringe then spilled on the gloves of the nurses."

Manufacturer narrative:
H6: investigation summary a device history review was performed for the reported lot 2112018, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As we could not evaluate the actual sample, ten retained samples of the reported lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported that bd plastipak¿ - 3-piece syringe leaked. The following information was provided by the initial reporter: "it appears that there is a leak while filling the syringe, reported by staff members, the prescription medication given via the syringe then spilled on the gloves of the nurses."